Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, upon position of clip, it is unable to be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.